Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, fse found the cmos battery in the flexvision pc was very low and unstable. Fse replaced the cmos battery in the flexvision pc and performed several extended shutdowns and reboots. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not boot up properly. There was no patient or user harm reported. The system was in clinical use at the time of the reported event. A philips field service engineer (fse) inspected the system onsite and replaced the cmos battery on the flexvision pc which returned the device to use in good working order.